Event description:
The luer lock broke off in the end of the catheter. The pt had to have the catheter repaired. Please see the imaging report from (B)(6) dated (B)(6) 2009.

Manufacturer narrative:
This is the second complaint amsino medical USA has received regarding a broken luerlock off the syringe. The first complaint ((B)(4)) was received on (B)(4) 2009. The incident occurred on (B)(6) 2009. There was no adverse event or action required. Luerlock broke off in catheter while trying to flush a line. Lot #: kh03056, code (B)(4). After receiving the 2nd complaint on (B)(4) 2009 (this medwatch reportable), amsino medical USA investigated the component sourcing of the syringes (amsino purchases syringes) and found one common lot for both amsino medical USA pre-filled syringe lots. The common lot from our supplier: 90610228, item # (B)(4). Amsino has notified covidien and been told that a batch review is taking place. However at the time of this report ((B)(4) 2009) no info has been received back regarding covidien's lot # 906100228. Amsino's batch reviews. Amsino's spreadsheet showing where the covidien lot was used. Picking /staging verification from amsino's lot #'s kh03056 and kh03050. Certificate of compliance form tyco/kendall/covidien for their lot # 90610028.